Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the jaws of the device were difficult to open.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: 10/27/2016. One used lf1537 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection found no defects. The jaws were not jammed and could be operated without difficulty using the handle. The investigation found the device to function normally and within specifications. A review of the device history records for this lot found no potentially contributing factors, and that it was released upon meeting all quality specifications.